Manufacturer narrative:
The flow sensor was replaced by the end user which resolved the issue. There was no ge healthcare repair. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient injury.